Event description:
The customer contact reported the pt received less medication than intended. The device was returned to the biomedical department with an unsigned note that stated, "please check this machine. Kcl 40 meq IV over 4 hours set but dose limit done (per machine) IV solutions still left 150 ml." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays in critical therapies while the pump was in clinical use. During testing at the user facility, the device delivered less than expected. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, channel a delivered a measured volume of 20.56 ml and channel b delivered a measured volume of 20.67 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the manufacturer facility. An initial review of the history indicates that on the reported event date of (B)(6) 2010, the device was accessed only in the biomedical mode. The customer contact was contacted and again stated the reported event date was (B)(6) 2010. Further review of the history indicated that on (B)(6) 2010 at 0917, the device was programmed for basic delivery of kcl 40 meq/250 ml, with a dose rate value of 10 meq/hr, at a rate of 62.5 ml/hr, with a vtbi (volume to be infused) of 150 ml, for a calculated time of 2 hrs 24 mins and the delivery was started. At 1141, the history indicated that 150 ml was delivered, an end of infusion alarm occurred, and kvo delivery started. At 1144, the end of infusion alarm was cleared, the cassette was ejected, and the device was powered off. A review of the history indicated the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel, (B)(4).